Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to be stuck in the "preparing to prime" loop and that insulin squirted out and numbers rampped up. . Customer's blood glucose was 187 mg/dl. During troubleshooting, insulin pump did not beep nor did numbers appear on screen. Customer also noticed that the drive support cap was loose. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify battery out limit alarm or prime fill anomaly due to compromised force sensor system alarm. The insulin pump had minor scratched lcd window, broken battery tube threads and cracked reservoir tube lip.